Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's received multiple intermittent inaccurate fill estimate issues after loading a cartridge with insulin. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted customer with reloading the same cartridge successfully on (B)(6) 2016, but could not troubleshoot the fill estimate issues because it occurred in the past from (B)(6) 2016.

Manufacturer narrative:
Added cartridge lot number (m016724).